Event description:
A pt reported blood glucose results of "_9.2_mmol/l" with a lifescan meter and "_7.3_mmol/l" on a lab device, performed within_10_ minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose.